Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. Kinks were noted in the inner lumen and sheath. Blood was noted on the exterior of the iab and within the inner lumen. The sheath used with the iab was also returned. The sheath was in place over the folded membrane. The sheath i.d. And catheter o.d. Were measured and found to be within datascope's mfg specifications. The folded membrane apepared normal under room light and polarized light. After the sheath was pulled off the membrane, a vacuum was drawn and maintained on the folded membrane using a laboratory 60 cc. Syringe and the returned one-way valve. At this time, the folded membrane easily passed through the returned 10 french, 6 inch sheath. No defects were found in the sheath or in the iab. Probable cause of difficulty: no defects were found in the folded membrane or in the returned sheath based on the examination. It was not possible to verify the rpt'd difficulty in the lab. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.

Event description:
The dr had difficulty inserting the iab into the sheath. The following was rpt'd to datascope on 10/20/97: the surgeon was unableto thread the balloon catheter through the introducer because he thought that the introducer was too small. Event complications: unk - rpt'd 9/23/97 and 10/20/97. Pt current status: unk - rpt'd 9/23 & 10/20.